Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1276, awareness date 07-oct-2015). It refers to a female in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. A couple of months after insertion, she started noticing that her hair was falling out and was thinning tremendously. Also, she had cramps and bad pelvic pains that resembled contractions. She felt movement in her stomach as if a baby was kicking. She had headaches out of nowhere and was diagnosed with manic depression, anxiety and ptsd. Her moods had changed. She was no longer the fun loving mom she once was due to the severe pain she experienced. She had gallbladder surgery removal and also had the coils removed. She got addicted to norco because that was medicine she was prescribed for the pain and after the 2 surgeries. Ptc investigation result received on 22-oct-2015: ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bad pelvic pains and had coils removed. She also had gallbladder removal. She stated she got addicted to norco because that medicine was prescribed for the pain and after these 2 surgeries. The events are serious due to their medical importance. The pelvic pain is listed while the remaining serious events are unlisted in the reference safety for essure. Considering the nature of these events and localized action of essure in the fallopian tubes, the pelvic pain and the subsequent addiction to analgesic prescribed for the pain are events assessed as related. In contrast, the gallbladder removal is unlikely to be caused by essure inserts. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.